Event description:
Opened sterile total knee pack that was new with plastic still sealed. When drapes were moved, small particles of animal feces fell out of the sterile drapes. Pt was asleep on the operating room table. Incision had not been made. Date of use: (B)(6) 2017. Diagnosis or reason for use: total knee arthroplasty / pack. "Event abated after use stopped or dose reduced: yes."